Event description:
It was reported that during a gastric by-pass procedure, the staples were malformed. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4) instrument a: preload. Instrument b: batch#: f5tu51, exp date: 12/2013; device MFR date: 01/30/2009. Eval summary: the analysis results showed that the ats45 device a was received in good visual conditions and with no reload present. The device was noted to have low preload force, this is consistent with damaged observed when clamping on tissue thicker than indicated. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history records were reviewed with no anomalies noted during the manufacturing process.